Manufacturer narrative:
PMA/510(k) # k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Failure to use ''echec de pose'' waiting confirmation from customer and rep for the pc. It is not a complaint. It is a failure placement the doctor explained :(please find enclosed his email in french language) "despite the mesh dilation of a prosthesis( stent) placed endoscopically, the shaft with the prosthesis never passed through the dilated mesh... Not a complaint" the biliary stent was not compressed and the stent was not placed in the incorrect location because impossible to cross with the sheath ( delivery system) the stent was not deployed he finished the procedure with an external drainage catheter for the doctor ,it is a failure placement; he did not reply to my email( please find enclosed); and he was not happy because disturbance. _can you please confirm if they attempted to deploy the stent through the mesh of a previously placed stent in a t or y formation the doctor did not want to deploy the stent through the mesh of the endoscopy stent; he wanted to cross with the sheath of the zilver biliary stent. I called the department of radiology this afternoon to speak with the doctor but he was not in the clinic I will repeat my call on mondays but I am not sure to speak with the doctor for him it is failure placement, no problem with cook quality product. Dear all, I have just spoken with the doctor.... He used a wire guide 0.035 standard, the wire guide crossed without problem he dilated the way through the mesh in t of a previously placed stent (biliary metal stent boston implanted in nice academic hospital) with a balloon ( 6 mm),impossible to use a balloon of 10 mm the location is the common bile duct ( the middle part) the mesh in t was dilated with the balloon but after the dilatation ,the mesh was narrowed. He finished the procedure with an external drainage catheter for the doctor it is not a quality problem with the device ,it is failure placement thanks have a nice day coralie

Manufacturer narrative:
PMA/510(k) # k182980. Device evaluation the device evaluation of zib6-40-10-4.0 device, lot number c1894013 could not be completed as the device or photographic evidence of the device was not returned for evaluation. As of the 21st september 2022, the ¿device to be returned¿ status remains at ¿unsure¿. With the information provided, a document-based investigation was conducted. The investigation will be updated if the device returns and is evaluated. Document review prior to distribution zib6-40-10-4.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-10-4.0 device of lot number c1894013 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1894013. It should be noted that the instructions for use (ifu0040) states the following: ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent.¿ there is evidence to suggest the user did not follow the IFU. From the additional information given, we learn that the physician has said that he dilated the way through a mesh in t of a previously placed stent. As per IFU, this device is not intended to do so. Root cause review: a definitive root cause of off label use was established from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the procedure was completed with another device. The patient suffered no adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.